Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. No damages could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. Because no date of occurrence was mentioned in the cc notification, the last possible therapy was analyzed. An infusomat safeset line was inserted into the device at 07:29 am on the (B)(6) 2021. The infusion started at 07:34 am. At 07:42 am and 07:46 am air bubble alarms occurred. The tubing was then purged eight times. No malfunction or errors of the device could be found in the history files. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.6 to investigate the inside of the device, only the upper housing was removed. No damages or liquid residues were found inside. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested for investigation in our service department at b. Braun (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "this pump has been sent in for repair, the engineer has assessed it and could not find anything wrong with the pump. We went back to the rep who spoke to the customer, we have now been advised that it was over infusing and overloading. This was not on the customers original paperwork."